Event description:
The customer obtained multiple (B)(4) machine codes while using a vitros 5600 integrated system. This event met health and safety criteria as the investigation could not rule out that patient sample results would not be affected when a (B)(4) code occurs. The customer said that their quality control results were acceptable but provided no data for review. The customer said the codes did not occur when testing quality controls. Patient samples were not known to have been affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The observation of a (B)(4) condition code could be indicative of a lack of signal reagent fluid being delivered to a sample well, an under dispense of reagent fluid due to foaming within a reagent pack, non optimal delivery of patient sample fluid to the sample well, or a mathematical prediction for the adjusted light units (alus) that would be above (B)(4). A definitive root cause for the event could not be determined. The most likely assignable cause is a sample related issue. However, an analyzer related issue could not be ruled out as a possible contributing factor.